Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined. However, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
Reportedly, the front haptic bent going through the inserter. The incision was enlarged to remove the lens from the left eye, a back up lens was implanted, and sutures were placed. The physician indicated the likely cause of the iol damage was "loading error". The patient is reportedly doing well.